Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c124ej, serial/lot #: (B)(4), ubd: 10-jun-2015, UDI#: (B)(4); product ID: etlw1624c93ej, serial/lot #: (B)(4), ubd: 02-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 30 mm diameter abdominal aortic aneurysm. It was noted that the patient had a short and severely tortuous (>90 degrees) aneurysmal neck. The patient received only plain (low contrast) imaging at final angiogram and on follow up imaging due to ckd. It was reported that on follow up visits on plain CT the aneurysm size was decreased. On 4 year post op CT an increase in aaa diameter was noted and as dialysis treatment was started, CT angiography was performed. This showed a type ia endoleak proximally and that a gap was present between the suprarenal stent and the blood vessel wall due to the tortuous neck anatomy. Intervention was performed with the implantation of a cuff just below the sma. The sealing was sufficiently extended by the endurant cuff and the type ia endoleak was resolved. However, the physician implanted a 2nd non medtronic cuff to aid in keeping the endurant cuff deployed, considering that the barreled suprarenal stent of the already implanted bifurcated endurant stent graft would continuously touch the graft material of the cuff device. As per the physician, the cause of the event was anatomy related due to the severely tortuous, short neck. The physician suspected that the temporary decrease in the aaa diameter could have affected remodelling of the aneurysm neck. No additional clinical sequelae were reported and the patient will be monitored by their physician.